Manufacturer narrative:
Qc was within specifications prior to and after the event. System check performed on 01/18/2007 was within specifications. A field service engineer (fse) was dispatched to the customer's lab in 2007: the fse ran diagnostic and precision testing; all results passed within specifications. The fse verified repair per established procedures. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single patient sample that was generated by the access 2 instrument. A patient sample was tested for accu tnl and a result of 11ng/ml was obtained. The accu tni result was not reported out of the lab. On the same day, the customer re-tested the original sample for accu tni. The repeated result was 0.01ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.